Event description:
It was reported that the left ventricular lead had sustained failure to capture and it was dislodged due to patient physiology. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.